Manufacturer narrative:
The pump was successfully exchanged and the pt remains ongoing on lvad support. No further issues have been reported. The explanted pump was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 25 months of support on the lvad, the pt was experiencing an audible beep on the system controller which reportedly occurred with movement of the percutaneous lead (lead). The pt reportedly did not feel well when the alarms occurred. The tear was reported on the lead with wires exposed. The pt was taken to the hospital where the doctor was able to witness pump stoppage with manipulation of the lead. The vad coordinator also reported that the pump stoppages occurred on battery power and while on the power module (tethered support). A request was made to the MFR to further evaluate the pt's lead and it was determined that a repair could not be performed. The hospital subsequently made a decision to exchange the lvad with another lvad.